Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. Based upon the event description, this event is attributed to the infusion set site. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 4/21/2025, a patient's mother reported that the patient was hospitalized for a high bg. At the hospital, the patient was treated with manual insulin injections and i.v. Insulin which brought the patient's bg back into range. The mother indicated that she was told by the nurse that the infusion set site contributed to this event. The patient was released the following day on ((B)(6) 2025) and restarted on the ilet and is reported as fine.